Event description:
It was reported that the item was received in the original packet with a bent tip. A new product was received as part of a module. There was no hospital involved and was never shipped to a hospital/customer.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: product investigation: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Additionally, a visual inspection of the returned device was performed based on the provided photo. Visual inspection of the photo and returned device found that the depth gauge 2.7/3.5 40 - 100 was heavily bent from the distal tip of the device. The original package of the device was not returned. Therefore, no evidence that the device had been arrived in the mentioned condition. Once the product leaves j&j medtech orthopaedics control, it is unknown what environment conditions the products are exposed to during that time. Consequently, with the information provided is not possible to determine a potential cause at this moment. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the depth gauge 2.7/3.5 40 - 100 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part # 03.133.081, lot # j013701, manufacturing site: werk selzach logistik, release to warehouse date: 08.sep.2023, expiration date: n/a, supplier: (B)(4), a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.